Event description:
It was reported that there were concerns for a hemorrhagic stoke occurring with tissue plasminogen activator (tpa) treatment. Pump parameters along with other clinical data were concerning for pump thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed pump thrombosis. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh) and elevated pump powers captured in the submitted log file. In addition, a direct correlation between (B)(6) and the reported right ventricular failure could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port; however, the sealed outflow graft and bend relief had been severed close to their hardware. The remainder of the bend relief and approximately 5¿ of sealed outflow graft were also returned. The outflow graft bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Examination of the blood-contacting surfaces of (B)(6) revealed smooth, tissue-like thrombus formations in the outflow graft, outflow elbow, and inlet stator. These depositions lacked evidence of denaturation or lamination, indicating that they developed acutely. A duration of time for which the depositions were present within the pump could not be conclusively determined. The depositions appeared consistent with poor surface washing caused by an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. Further evaluation of (B)(6) revealed a large, red, tissue-like thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined. Its areas of denaturation, as well as the concentric contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while (B)(6) was supporting the patient; however, the duration of time that it was present in the device could not be determined. Although a specific cause for the development of the thrombus could not be conclusively determined, it would have created additional resistance on the spinning rotor and contributed to the pump power elevations, and corresponding flow elevations, captured in the submitted log file. A specific cause for the presence of the observed depositions could not be conclusively determined; however, they could have contributed to the reported increase in ldh, as well as the increase in pump power that were confirmed through the evaluation of the submitted log file. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists right heart failure, hemolysis, device thrombosis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: event date corrected to (B)(6) 2020 as this is when the patient had signs and symptoms of right heart failure (removal of fluid on (B)(6) 2020, as stated in section b5 of the initial report). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021, due to heart failure. It was noted that the device was performing as intended with no malfunction. The device was returned for evaluation.

Event description:
It was reported that the patient had an abrupt increase in flows and watts along with increased lactate dehydrogenase (ldh). Log file analysis showed an increase in power and a decrease in pulsatility index (pi) over time. This type of trajectory in our past experience has been linked to a possible clinical condition. The patients labs would be monitored for any abnormalities. The patient did have a few subtherapeutic international normalized ratios (inrs) over the previous week, but was on a high dose heparin drip. The patient was experiencing signs/symptoms of right ventricular failure early the previous week, as well. The hospital removed a total of 14 liters on (B)(6) 2020. The patients ldh increased to 500 and plasma free hemoglobin was 13. The patient had bilirubin of 2.1 and haptoglobin of 10. Their creatinine levels were poor. The patient's swan catheter was pulled the previous week after his intense diuretics. As of (B)(6) 2020 the patient was no longer experiencing pi events.